Event description:
Customer reported a power source alert identified as power source alert 07. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to plug the wall adapter into a functioning outlet and wait at least 30 consecutive minutes for the pump to begin charging, which was successful.